Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
During the follow-up performed on (B)(6) 2011, it was observed that atp setting is changed when the user selects "first interrogation", that allows to restore parameters obtained at the beginning of device interrogation.